Event description:
The complainant reported that a zi abutment was placed on (B)(6) 2010 in a male pt. The complainant indicated that clinical observation and x-rays taken at the time of placement verified that there was no problem with the abutment. On (B)(6) 2010, the zi abutment fractured during normal function. It was reported that there was no pt trauma or occlusion to cause the fracture. In addition, the complainant indicated that the abutment screw had been torqued to 30ncm per MFR's recommendation. The implant was reported to have remained viable. The complainant indicated that there were no abutment fragments left in the pt's mouth, necessitating removal, and no auxiliary tools were needed to remove the abutment screw or abutment. There was no indication from the complainant of any adverse effect to the pt as a result of this reported abutment fracture.

Manufacturer narrative:
Visual analysis confirmed the complaint condition. The abutment was observed to be fractured into two pieces. The lobe section of the abutment had become completely separated from the cuff portion of the abutment. The area of breakage on both pieces was found to be ragged and uneven. Possible causes of fracture below the cuff of a zirconia abutment include a torque setting over the recommended 30ncm and/or misalignment of the abutment during placement. The root cause of this event is likely attributed to user technique and/or operation context. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. Keystone dental (B)(4).